Manufacturer narrative:
UDI# : (B)(4). Analysis shows that the controller failed to connect when the device was booted. This is due to the controller version that sometimes leads to initiation failures. Shutting down and restarting the device solved the issue. The second issue was a restart due to a known memory issue. This issue will be addressed through the continuous improvement process of our products.

Event description:
It was reported that the clinical representative (cr) noticed the emergency stop button¿s light on but not pushed down after the robot¿s first start-up. The robot did not connect and recommended a shut down. Cr performed a manual robot shutdown. When the robot restarted, the emergency light was not on and the robot connected normally. After registration, when the surgeon was positioning the robot axially at the first trajectory, the screen went black then exited to the patient loading screen. The robot returned to its parking position and the patient folder and registration was saved. The robot was re-positioned at the first trajectory and surgery was resumed.